Event description:
Description of event: patient reported medical history: they mentioned they had two hip replacements and that their right hip had been replaced from an accident during a surgery on (B)(6) 2009. Patient said they had complications from that surgery which resulted in them having 3 surgeries to correct the complications in less than two years. Patient said they used a bio-med product that couldn't be used anymore and that the patient had to go have cobalt blood tests to make sure there wasn't too much iron going into their blood stream. Patient said they may have to do another surgery to replace the biomed product with something else if you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient code: 2378, 1994. Device code: 2993. Ref report: mw5180565.